Manufacturer narrative:
"The customer reported that "the catheter is defective and the balloon has a tear. Catheter failed balloon ruptured" there was no picture, no complaint sample available. We reviewed the batch history records including 100% visual inspection and 100% inflation deflation test of the balloons and did not detect any non-conformity during the evaluation of the batch production records. The retain samples from the same batch was tested and it functioned properly, the inflation and deflation test of balloon did not reveal any non-conformity. So, since the batch history review and testing of retain samples showed no tear and no balloon ruptured problem in the batch, and the actual sample was unavailable for our evaluation, we consider this complaint as not justified. This medical device report is as a part of retrospective review of the complaints for the last 3 months april to june following hazard evaluation report for failure mode "burst balloon" of (B)(6) 2020. Our clinical advisor yoav galili concluded that the "burst balloon" failure needs to be reported.

Event description:
The catheter is defective and the balloon has a tear. Catheter failed balloon ruptured. No sample, no picture available.